Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. It was noted that the ventricular pace impedance graph there were 2 spikes of impedance at greater than 2000 ohms (one in (B)(6) and one in (B)(6) 2014). All tests for the lead were within normal limits including the lead impedance. Also, provocative testing was done which was okay. No noise noted on intracardiac electrograms. Slight fluctuation in right wave on graph between 9-15mv. However this is in keeping with data since 2010 received from previous follow up centre. Shock impedance graph fluctuates slightly between 62-85 ohms, which again is in keeping with previous data. Customer was advised to obtain a chest x-ray for visually inspect the lead and contact medtronic to see if the lead is under an advisory. The physician was (B)(6). The health care facility was at (B)(6) infirmary, united kingdom. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).